Event description:
A female patient underwent right and left heart catheterization in 2009. Arterial and venous sheath were placed in the femoral artery and vein. Peri-procedural angiomax was administered. Post procedure, a femoral angiogram was taken, which documented a stick location at the inferior epigastric artery. The physician, trained to the mynx procedure, proceeded to use the mynx for arterial and venous closure. An immediate hematoma was noted and manual pressure was applied. Later, the patient became symptomatic and was taken to the cath lab. A contralateral stick was performed and the physician attempted to place a covered stent to repair a retroperitoneal bleed. The patient expired in the next day, cause of death unknown. No further information (including patient, procedural or follow-up details) could be obtained.

Manufacturer narrative:
The device was not returned for evaluation and the lot number is unknown. Based on the information provided, there is no evidence to suggest that the mynx device did not perform as intended. Since an autopsy report or any other details could not be obtained, the actual cause of death could not be determined at this time. Per mynx instructions for use (IFU), the mynx is intended to close femoral arterial access sites. The safety and effectivity have not been established in patients with femoral venous access sites.